Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting® system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.

Event description:
Allergan aesthetics received a report of a patient treated arms, abdomen, and inner thighs on (B)(6) 2014, (B)(6) 2015, (B)(6) 2016, (B)(6) 2017 and (B)(6) 2019 using the coolsculpting coolcurve, coolfit, coolsmooth and presented with ph.

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date. H11: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2022-00759-00.

Event description:
Upon further review of the reported event, this report has been identified as a duplicate report.

Event description:
Allergan aesthetics received a report of a patient treated arms, abdomen, and inner thighs on (B)(6) 2014, (B)(6) 2015, (B)(6) 2016, (B)(6) 2017, (B)(6) 2019 using the coolsculpting coolcurve, coolfit, coolsmooth and presented with ph.

Manufacturer narrative:
H11: corrected data: subsequent to the submission of supplemental medwatch, this report has been identified as the same patient of previously submitted medwatch report 3007215625-2022-00759-00.

Manufacturer narrative:
. Legacy coolcurve recall number = z-1348-2022. Legacy coolcore recall number = z-1347-2022. Legacy coolfit recall number = z-1350-2022. This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting® system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.

Event description:
Allergan aesthetics received a report of a patient treated arms, abdomen, and inner thighs on (B)(6) 2014, (B)(6) 2014, (B)(6) 2014, (B)(6) 2015, (B)(6) 2016, (B)(6) 2017, (B)(6) 2017, (B)(6) 2019 using the coolsculpting coolcurve, coolcore, coolfit, coolsmooth and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
Legacy coolcore recall number = z-1347-2022 legacy coolfit recall number = z-1350-2022.

Event description:
Allergan aesthetics received a report of a patient treated on (B)(6)2014 and (B)(6) 2017 with coolsculpting to the bilateral inner thighs using a legacy coolfit applicator, on (B)(6) 2017 and (B)(6) 2020 with coolsculpting to the bilateral arms using a legacy coolfit applicator, on (B)(6) 2014 with coolsculpting to the bilateral mid abdomen using a legacy coolcore applicator, on (B)(6) 2014 with coolsculpting to the bilateral lower abdomen using a legacy coolcore applicator, on (B)(6) 2015 with coolsculpting to the lower abdomen using a coolsmooth applicator, on (B)(6) 2016 with coolsculpting to the lower abdomen using a cooladvantage applicator, on (B)(6) 2014, (B)(6) 2015, and (B)(6) 2017 with coolsculpting to the upper abdomen using a coolsmooth applicator, on (B)(6) 2019 with coolsculpting to the upper abdomen using a coolsmooth pro applicator, and on (B)(6) 2019 with coolsculpting to the lower abdomen using a cooladvantage petite applicator. Following treatment the patient developed paradoxical hyperplasia (ph) to the treated areas. On (B)(6) 2023, it was reported that patient presented with recurrence ph to the arms, abdomen, and inner thighs.